Event description:
It was reported that during a laparoscopy-assisted distal gastrectomy procedure, the device was used at the gastric body to create the roux-en-y anastomose. A few deployed staples of the acral part were unformed at the third firing. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time. (B)(4).